Event description:
It was reported that a lumbar wound infection and csf (cerebrospinal fluid) leak occurred. Signs and symptoms included mild edema to lumbar incision, lumbar swelling and fluid collection, lumbar wound hygroma and drainage from lumbar incision. The event was possibly related to the implant procedure. Diagnostic methods included examination/palpation which revealed the mild edema to lumbar incision on (B)(6) 2013. Examination/ palpation on (B)(6) 2013 revealed lumbar swelling; non-tender, but troublesome to patient; denied headache. Lab work was done on (B)(6) 2013 which showed fluid from the lumbar incision that returned positive for csf. On (B)(6) 2013, examination/ palpation provided results of the lumbar wound hygroma. On (B)(6) 2014, examination/ palpation provided results of drainage from the lumbar incision. Fluoroscopy was done on (B)(6) 2014 which showed lumbar wound seroma, the pump was checked and demonstrated a patent catheter without any leaks or disconnections. Fluoroscopy was done again on (B)(6) 2014, the results showed a return and increase of swelling along lumbar incision; seroma with a possible csf leak. Examination/palpation then on (B)(6) 2014 showed a return of fluid collection. Lab work done on (B)(6) 2014 showed that fluid from the lumbar incision returned negative for infection, but positive for csf. Then on (B)(6) 2014, during surgical observation, greenish-yellowish pus emanated from lumbar incision site under moderate pressure. Interventions had included under ultrasound guidance, aspiration of 30ml straw-tinged fluid from lumbar incision on (B)(6) 2013, then aspiration of 34ml of straw-colored fluid on (B)(6) 2013-. At that date, the patient was also scheduled for repair of the csf leak and was to start utilizing an abdominal binder. Then on (B)(6) 2014 a pump pocket revision occurred as well as revision of the intrathecal catheter. On (B)(6) 2014, an epidural blood patch at the l4-5 interspace was performed. On (B)(6) 2014, 60ml of clear, straw-colored fluid from the lumbar incision site was aspirated. Then on (B)(6) 2014, 55ml of clear, yellow fluid from the lumbar incision was aspirated. Pressure was also applied to the dressing site at that time. Under ultrasound guidance, on (B)(6) 2014, 20ml of fluid from the lumbar incision was aspirated. Then on (B)(6) 2014, a pump/catheter revision occurred with the entire system. Lastly, in terms of interventions, the entire device system was explanted on (B)(6) 2014. The device was disposed of. The outcome was listed as ongoing with no further action needed. The device system was used to deliver baclofen. It was also reported on the initial report date that the patient had experienced a wound infection. Signs and symptoms had included an abdominal incision not approximated, a small hole, with purulent drainage. Diagnostic methods consisted of examination/ palpation on (B)(6) 2013 at which time the findings showed the abdominal incision not approximated and the small hole with purulent drainage. Lab work on that same day showed an elevated white blood cell count of 11.9 and an elevated sedimentation rate of 39. Additional lab work, a wound culture, was (B)(6). The etiology of the event was noted to be possibly related to the implant procedure. Interventions had included initiation of clindamycin 300mg four times a day for seven days that began on (B)(6) 2013. Then on (B)(6) 2013, examination/palpation showed an abdominal incision well healed and no signs or symptoms of infection were noted. The outcome was listed as resolved without sequelae as of (B)(6) 2013. The following day it was reported the pump had inverted in the pocket. No signs or symptoms were associated with the pump inversion. Diagnostics had included fluoroscopy which revealed the pump being inverted on (B)(6) 2014. The inversion was noted to be possibly related to the implant procedure. Interventions consisted of surgical repositioning of the device, pump pocket revision on (B)(6) 2014. The outcome was listed as resolved with sequelae as of (B)(6) 2014 with the sequela being a wound infection. It was further specified that the intervention that occurred on (B)(6) 2014 consisted of a pump pocket revision and pump check under fluoroscopy. No csf leak at that time was noted. The catheter was patent and was re-anchored to the fascia using three purse string sutures. The revision on that date had included the entire device system.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).